Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure coils removal) on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("an incidental finding of a "abnormal location" of the essure"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2014, back pain, scoliosis, pancreatitis, cholelithiasis and irritable bowel syndrome. Concurrent conditions included uterine bleeding, pain in hip, dysmenorrhea, uterine fibroid, cough and ovarian cyst. In 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure coils removal/ hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted as per pfs: date of insertion of essure: (B)(6) 2012 and also the date of removal of essure as per previous follow up: (B)(6) 2017. After essure removal most, if not all symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Linear radio dense material in the fallopian tubes bilaterally secondary to sure procedure with no spillage of contrast. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abnormal uterine bleeding, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 29-nov-2018: medical record received. Event device dislocation was added. Historical , concomitant conditions & drugs were added. Product, patient & reporter information updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy in 2014. In 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure coils removal/ hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted as per pfs: date of insertion of essure: (B)(6) 2012 and also the date of removal of essure as per previous follow up: (B)(6) 2017. After essure removal most, if not all symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-oct-2018: plaintiff fact sheet received. Events added: abnormal bleeding (vaginal, menorrhagia), nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue. Reporter information was added. Lab data was added. Concomitant condition was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.